Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Patient reported they had to charge too often and was not getting a complete charge. Patient reported they wear their recharger all day. Patient reported they do have hd programming and they reduced her stimulation down to 7.2v but that was not a level that gave them pain relief. These issues reportedly began (B)(6) 2017.